Event description:
A nurse reported that a knife did not cut during surgery. An alternate knife was used to continue the procedure. There was no implant to the patient. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample has been received for evaluation. Investigation including root cause analysis s were returned for evaluation therefore, the condition of the product could not be verified. The device history records (DHR) were reviewed for the reported device. No abnormalities that could have contributed to a dull knife were found during the DHR review and the lots were released according to acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "knife did not cut" reported by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Additional information has been requested. (B)(4).